Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set related allergic reaction event and went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2024. The blood glucose levels(bg) are 234mg/dl and ketone levels are high. The patient was treated with intravenous (IV) fluids. No further information available.